Event description:
The pt underwent a surgical procedure for the implant of his scs system. It was reported that during the procedure, the sleeve of the tunneling tool became damaged and part of the tunneling sleeve was lost in the pt's body. The physician allegedly was able to locate the missing piece after making two extra incisions and used another tunneling tool from the ipg kit. It was reported the surgery was extended by approx 40 minutes due to the issue. The pt reported effective stimulation after the procedure.

Manufacturer narrative:
Eval results: as received, the cannula was in two pieces. Cannula breakage was noted at 12 cm from the front tapered end of the cannula, with add'l stress points beginning 8.5 cm from the back end. Conclusion: general damage was confirmed and noted as consistent with the cannula hitting hard tissue or bone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.